Event description:
Upon removal of epidural catheter, blue tip was missing. No resistance was noted when removed.

Event description:
Upon removal of epidural catheter, blue tip was missing. No resistance was noted when removed.